Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a sales rep and forwarded by our local affiliate (B)(4). This case is associated to case (B)(6) by reporter. This case involves an adult (age nos) female, pt, who received poly-l-lactic acid (sculptra) therapy on an unk date, and developed nodules. Massaging and periolesional saline solution were initiated as corrective treatment. The event is ongoing.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Reporter's causality: possible.